Event description:
It was reported that the insulin pump alarmed no delivery and lost sensor alarms. The blood glucose reading was 106 mg/dl. The customer stated that she inserted a new sensor, and she was unable to get the sensor to link with the insulin pump. She stated that the transmitter did flash, but she would receive the no delivery alarms for the next 16 hours rather than trying to link the sensor to the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.